Event description:
During a remote follow-up, noise resulting in oversensing and inappropriate automatic mode switch (ams) were observed on the device. No intervention has been performed. The patient is stable and will continue to be monitored.